Event description:
The customer reported the system would not boot properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset a tripped circuit breaker. The system operates as intended.